Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reason for the call was the patient said support link had been calling every two days after getting the trial but maybe after the first seven days they haven't been calling. Today and yesterday the patient went through two pads. Tomorrow they are scheduled for surgery. They started off going good but during the last couple days it has almost been back to where they were when they started. This weekend they were in a lot of pain. It is unexplainable. The patient was asked if they had changed programs or settings and they said they are on the same program and settings from when they were getting symptom relief. The patient was asked to go to the settings screen and they noticed that it said therapy has been shut off. It was explained to the patient that is why they had a return of symptoms and that the device needs to be on to get therapy relief. The patient didn't know how the therapy was shut off. It said ens still had 55% of battery left. The patient was walked through turning stimulation back on. The patient was told to see if they get some relief now that the stimulation is on and to let the doctor and the manufacturer repr esentative know tomorrow what happened before surgery. The patient was contacted by support link and they reported that they stopped tracking symptom data due to discomfort. They were having a lot of pain and believed the lead had disconnected. When they would go to use the programmer there was a communication error but it would go away after tapping retry. The patient also mentioned their therapy had been turned off for an unknown amount of time but it is on and working now so they started tracking symptoms again.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Lot# unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began (B)(6) 2022. It was reported that the lead migrated/moved. The patient was experiencing pain due to this. It was noted the issue was not resolved at the time of report.